Event description:
It was reported, that on (B)(6) 2014 a znn cmn nail was implanted with an unk znn instrument generic. The surgeon stated, while trying to ream for the lag screw, that the targeting device and the hole to accept the lag screw were not lining up properly. The surgery time was extended for 20 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assesment, an amended medical device report will be submitted. (B)(4).